Event description:
It was reported that the patient had infection due to the thoracic incision had wound dehiscence. It was noted that the patient experienced inadequate stimulation. The patient was prescribed with keflex and bactrim for the infection. According to the physician the infection was due to a buried suture and was not caused by any of the spinal cord stimulator (scs) devices. The incision wound had healed well. No further information has been obtained. Additional information was received that the patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14320. Model: sc-1432. Serial: (B)(6). Batch: 232559. UDI: (B)(4).

Event description:
It was reported that the patient had infection due to the thoracic incision had wound dehiscence. It was noted that the patient experienced inadequate stimulation. The patient was prescribed with keflex and bactrim for the infection. According to the physician the infection was due to a buried suture and was not caused by any of the spinal cord stimulator (scs) devices. The incision wound had healed well. No further information has been obtained.